Event description:
It was reported that the patient underwent laparoscopic salpingo-oophorectomy on (B)(6) 2015 and topical skin adhesive was used to close three incisions. The day after the procedure, the patient reported that the skin under and through the edges of the topical skin adhesive started oozing clear fluid. It was reported that little balls of fluid would form under the topical skin adhesive and then ooze out the edges at the umbilicus incision. Two weeks post-operatively, during follow-up with physician, the topical skin adhesive was removed. At that time, there was a three inch wide rash beyond where the topical skin adhesive was placed around the umbilicus incision. The two other incisions had approximately one inch wide rash under the area where the topical skin adhesive was placed. The patient reported that symptoms started to improve almost immediately after topical skin adhesive was removed, with redness, inflammation, slight oozing and itching still present. The patient reported insomnia due to itching and dark purple, pimply scar under the areas under where the topical skin adhesive was placed. The physician prescribed medrol orally and use of an aloe cream topically for the itching. The patient reported that during follow-up with physician, the physician opined it appears to be not as intense since the topical skin adhesive was removed. The patient will follow-up with the physician next week.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/31/2015. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.